Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump where "light on the lower part of the unit is dim". This event occurred upon power up during biomed servicing. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of the light on the lower part of the unit is dim was confirmed during product evaluation. The root cause of the reported problem was determined to be a dim pump head module (phm) display. Appropriate action was taken to correct the reported problem by replacing the entire phm. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.